Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during on a trochanteric fixation nail advanced (tfna) short nail insertion on (B)(6) 2018, the hexagonal flexible screwdriver backed out a little bit and over turned the screwdriver. The surgeon was inserting the helical blade and had trouble advancing the blade past midway. The surgeon used the flexible screwdriver to back out the set screw some as it could be interfering with the advancement of the helical blade. The flexible screwdriver broke at one of the links from over turning counter clockwise. Procedure was completed successfully with a five (5) minute delay. There is no reported patient consequence. Concomitant device reported: trauma screws (part: unknown; lot: unknown; quantity: 1), tfna nail (part: unknown; lot: unknown; quantity: 1). This report is for a 5mm hex flexible screwdriver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.037.028; lot: 9298609; manufacturing site: haegendorf; release to warehouse date: march 13, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken visual inspection: the cannulated flexible shaft broke at the transition between the most proximal flexible link and the proximal shaft. The device shows minor surface wear which does not impact functionality. The received condition agrees with the complaint condition therefore the complaint is confirmed. Drawing/specification review: the following drawings were reviewed during investigation flexible shaft top level. Dimensional inspection: the outer diameter of the shaft closest to the break was measured to be 7.98mm which is within specifications of 7.985-8.0mm. Measured using mitutoyo caliper. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Material/hardness review: material review could not be performed as only top level of the device history record was available as sub-components are not lot tracked. No definitive root cause could be determined however, it is likely that the device experienced excessive off axis force during use. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.